Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿leakage of stool¿ with a potential root cause of "tethered sample port cap breaks off." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the dignishield leaked at the irrigation port. The nurse that was attending to the patient noticed a kink in the tubing that caused the black piece inside of the luer lock to fall off. It was replaced after the tubing was unkinked, and the nurse flushed the port. When the night nurse returned later to flush the port, the black piece broke off with the luer lock causing the nurse to have to put the red cap on.